Event description:
It was reported that the zimmer skin graft mesher was not meshing properly. No additional clinical information was received prior to this report. If additional info is received, a follow up medwatch will be submitted.

Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 12/16/2003 and was last repaired on 07/16/2013 fo a non-related issue. Evaluation of the device observed minor wear to the shoulder bolts, damage to the comb and side plates, and wear was noted to the sliding pins and ball detents. Prior to repair, a test mesh failed and the device was outside calibration specifications on the left and right sides. The side to side calibration passed. Improper handling by the customer most likely caused to damage to the comb and lack of calibration of the device, which most likely caused the customer's reported event. The device was serviced and returned to the customer.